Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving multiple no delivery alarms in the past, which were resolved by a complete set change. Customer reported a blood glucose value of around 500 mg/dl during the event, and reported a value of 144 mg/dl during the call with the helpline. Customer did not wish to return the related reservoir or infusion set for analysis. Customer was advised to call the helpline immediately when any issues occurred in order to properly troubleshoot. Nothing further reported.